Event description:
During a ptcra treatment procedure the maverick2 monorail balloon ruptured. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous proximal lad coronary artery. The physician initiated intervention at the lesion site with a rotablator, then crossed the lesion with the maverick2 monorail balloon which ruptured at 14 atms on the second inflation. (The initial inflation was also to 14 atms.) A dissection of the lad artery occurred as a result of the balloon rupture. The physician elected not to perform further intervention as the pt's status remained stable. It is noted that resistance was met during insertion and removal of the maverick2 monorail balloon. The procedure was successfully completed. Pt status is reported as 'good'.